Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to possible short to shield. It was reported that the patient experienced multiple pump stoppages and low speed operations while connected to power module that was resolved with switching to batteries. The patient reported instances of dropping the system controller for the last couple of weeks in addition to recent laparoscopic gastric sleeve surgery. Technical service confirmed the pump stoppages and speed drops via log file review wherein the issues appear to only occur while vad is connected to the power module. Technical service recommend to keep the patient connected to a battery power until investigation was completed. Driveline x-rays were requested but not received. On (B)(6) 2018 the percutaneous lead (driveline) replacement was completed. No further pump stoppages were reported after the percutaneous lead was replaced. The patient was reported to be stable and no further alarms were observed. The patient was asymptomatic. No further information was reported.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. The evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. Approximately 15.5 inches of the external portion/distal end of the driveline was returned for evaluation. Medical tape was observed 4 inches, 8 inches, and 11 inches from the metal connector. Rescue tape was observed 8 through 9.5 inches and 10.5 through 12.5 inches from metal connector. Electrical continuity testing of the returned portion of the driveline found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. Damage to the silicone jacket was observed 7 and 12 inches from the metal connector. The clear bionate and metal shield layers appeared unremarkable. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. A review of the device history record revealed that the device met specifications. No further information is available. The manufacturer is closing the file on this event.